Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported the patient interface used had a lack of suction prior to laser firing. The issue was discovered after patient applanation. A brief description from the surgery center indicated they kept loosing suction and it may have been due the patient having a large amount of astigmatism (4 diopters) in the treatment prescription. The laser treatment was converted to a photorefractive keratectomy (prk). The procedure was completed successfully.